Event description:
It was reported that a product labeled igk1407h, lot 06k05 on the outer box contained a graft labeled igk1608h, lot 06k05. Graft was not implanted and was returned to the manufacturer. There was no reported patient injury. However, it is suspected that this mislabeling may have prolonged the surgical procedure, since physician had to select another graft to complete the procedure.

Manufacturer narrative:
The returned complaint device was inspected by our qa/qc manager who confirmed the mislabeling. Two products from lot number 149181 were inspected in the manufacturer's stock. These two products were accordingly labeled. Results: the review of the device history records indicated that the products of the 2 batch numbers 149123 and 149181 were consecutive and it is believed that there was a product mixing between the two products during final packaging. Investigation has evidenced that only one product mixing occurred. As a result of this mislabeling, intervascular has instituted a product recall for the product labelled on the outer box with first serial number. Intervascular notified the affected customer on february 9, 2007 and the relevant competent authorities on february 19, 2007. Please note that the affected unit was not located in the u.s. The affected unit was returned to the manufacturer on february 22, 2007. It is believed that there is not an immediate patient safety risk as the difference in diameter between igk1407h and igk1608h would be immediately obvious upon opening the device packaging. Conclusion: the investigation we performed indicated that the mislabeling that occurred was due to a human error at final packaging step. During an internal quality meeting on february 21, 2007, final packaging technicians were informed of this incident and were instructed to be more vigilant during their inspection. As a corrective action, it was also decided to implement improvements of the working method for final packaging operations.